Event description:
During micro-discectomy procedure the boss broke off of the coupler. A back up coupler was available and the light was insufficent. This delayed the surgery and eventually the doctor converted to an open procedure.